Event description:
User received discrepant troponin t results for one patient sample. Initial result was 0.129 ul/l. Because of this result, the patient was admitted to the hospital. A second sample was taken which generated a result of < 0.010 ug/l. Both samples were repeated giving the same result of 0.010 ug/l. In 2008, the same two samples were repeated again giving the same result of < 0.010 ug/l. A third sample was taken on the same day resulting at > 0.010 ug/l. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.